Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the revel ventilator was not delivering the appropriate tidal volume that was set. At this time, no information was provided regarding patient involvement.

Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10 results of investigation: a vyaire service technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.